Event description:
Pt was treated in 04/2004. Pt developed blistering along nasolabial fold at one-day post treatment. Follow-up in 06/2004; the blisters are resolving but there is about a 3-cm patch of erythema and scarring on the right cheek. At most recent follow-up (09/2004): in july the pt had intense pulse laser treatments. Four ipl treatments to the effected area have been performed since event onset. Doctor filled scars with restalyne. Pt is now showing a subtle depression in the scarred areas of the naso-labial folds and right cheek, less that 1 mm deep.